Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the migration is undetermined. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. This failure does not indicate a defect in the product. A minimal risk is associated with this failure. Sign fracture care international continues to monitor these events as part of our post market surveillance activities.

Event description:
We became aware on 1/28/2021 that a sign im nail implanted to repair a fracture was replaced due to migration. The im nail was replaced with a 12mm x 340mm standard im nail per the sign technique manual. Surgeon comment: "the nail had migrated to the ankle joint so we had to revise it."